Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the foot pedal kept shutting down and coming back up when the doctor went to use it there was no reflux.

Manufacturer narrative:
The footswitch was received and a visual assessment of the returned sample revealed no obvious nonconformity. The footswitch was connected to a calibrated system and tested. The footswitch was then connected to the footswitch tester and tested per manufacturing test procedure (mtp). The footswitch was found to meet all product specification. No problem was found related to the reported event. The footswitch was manufactured on may 14, 2015. Based on qa assessment, the product met specifications at the time of release. The footswitch was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The footswitch was also examined and tested. The company representative found (in the event log review) consistent with the reported footswitch ¿not responding.¿ the footswitch was subsequently replaced. The footswitch was manufactured on may 14, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event of the footswitch not responding was not replicated but was confirmed (via event log). However, the root cause of the reported cannot be determined conclusively, as the issue was not replicated. The reported event of a reflux issue was unable to be confirmed. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).